Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the parent called an ambulance because the dexcom display device was not giving any readings. The display device showed the error message for an unspecified time prior to the injury. When they tried to do a fingerstick, it was 45 mg/dl. The patient was unconscious during that time. The patient was provided with an IV full of sugar and regained consciousness. The doctor monitored her blood glucose level (parent unable to provide the exact reading). The patient was discharged the same day. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was feeling much better. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.